Manufacturer narrative:
H11: section a through f- the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed; however, the exact cause is unknown. One 3cg stylet and one 5 fr triple lumen powerpicc solo catheter were returned for evaluation. An initial visual observation showed use residue on the returned samples. The stylet was returned threaded through a t-lock and within the red lumen of the catheter. The tip of the stylet was observed to be broken off and was found to be approximately 3.2 cm long. The catheter was observed to be curved around the area of the 35 cm depth marker. The stylet was carefully removed from the catheter and the distal end of this large segment of the stylet was found to be curved and kinked in between almost every magnet, with the most proximal (approximately 3.1 cm proximal to the break site) kink being the most severe. This kinked section of the stylet was found to align with the curved section of the catheter, and the catheter was found to be prone to kinking at this location. A microscopic observation revealed the break site in the polyimide tubing was slightly angled with rough edges and some plastic deformation. The break in the core wire of the stylet was observed to be slightly curved and tapered. While the exact cause of the break in the returned stylet is unknown, possible causes include excessive manipulation of the stylet prior to or during placement and advancement/retraction of the stylet against resistance. H3 other text : evaluation findings are in section h11.

Event description:
It was reported "during PICC placement on (B)(6) the stylet had become damaged during a withdrawal; procedure was stopped, all parts of the PICC including the broken piece of the stylet were bagged aseptically, compared with another 5fr triple lumen solo to make sure everything was accounted for."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "during PICC placement on 11/19 the stylet had become damaged during a withdrawal; procedure was stopped, all parts of the PICC including the broken piece of the stylet were bagged aseptically, compared with another 5fr triple lumen solo to make sure everything was accounted for."